Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with a pocket infection and vegetation on the right ventricular lead. The lead and implantable cardioverter defibrillator were explanted. The patient was in stable condition before, during, and after surgery.